Manufacturer narrative:
The ge service rep spoke with x-ray tech using system. He discribed system rebooting by itself multiple times. Checked 5 vdc supply voltage to workstation pcb's. Voltage at 4.5 vdc, cleaned connections from supply, adjusted voltage to 5 vdc. Rebooted system multiple times without issue. System operating as intended.

Event description:
The customer reported the system displayed fuzzy images, rebooting the system cleared the problem. No patient injury was reported.